Event description:
Reported false positive sars result for 1 mildly symptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing), retesting, and other rapid antigen testing. An additional consumer event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: maude report #mw5111408.